Event description:
Information was received regarding a patient implanted for fecal incontinence and gastrointestinal/pelvic floor. The healthcare provider (hcp) reported a sudden change in therapy or symptoms; the patient experienced painful and uncomfortable stimulation. The patient reported pain in her uterus during a CT scan of her heart on (B)(6) 2016 following a stress test. It was noted the therapy was on during the scan. The patient reportedly told the hcp she felt the scan was ¿talking¿ to the device. The device was turned off which stopped the pain in the uterus that the patient was feeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.